Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data was collected from the device and analysis of the device memory indicated charge circuit timeout. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had early battery depletion. The device shocked 176 times from the patient having incessant ventricular tachycardia (vt). The patient's vt was then treated with medication. The device was explanted and replaced. No patient complications have been reported as a result of this event.